Event description:
It was reported by the physician that the patient cable they were using would not release the is-1 connector pin of the implanted lead easily and required risky manipulation of the lead in order disconnect the cable. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.